Manufacturer narrative:
The device evaluation is anticipated. At his time the complaint cannot be confirmed without the product. A supplemental report will be submitted when the product evaluation is complete.

Event description:
It was reported that the dpt system was reading the parameters with error.

Manufacturer narrative:
The product was not returned; it was discarded at the hospital. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No actions will be taken at this time.